Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced ketones, nausea, dizziness, thirst, sleepiness, frequent urination and dehydration as a result of high blood glucose levels. Customer was admitted into the emergency room and was wearing the insulin pump. Customer advised they changed out their site three times and their blood glucose did not come down. Customer was placed on insulin drip during their stay at the hospital.